Event description:
Reportedly, the programmer is unable to detect the cpr3 head, and the issue was reproduced for several heads.

Event description:
Reportedly, the programmer is unable to detect the cpr3 head, and the issue was reproduced for several heads.

Manufacturer narrative:
Since the programmer was not returned for analysis, the reported behavior could neither be confirmed nor further investigated. The case is therefore closed as is. The complaint will be reopened should any new relevant information be provided in the future.